Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported in a medical article by stacy e. Hatcher, titled catastrophic failure of spinal cord stimulator paddle electrodes in the cervical spine that the patient was experiencing loss of stimulation due to lead fracture. Imaging revelead a broken paddle electrode, leaving multiple contacts in the epidural space. The patient underwent a revision procedure wherein the connector and wires were retrieved. Additional laminectomy was required in the second case to fully remove the individual metal contacts from the epidural sheath and a new paddle was then implanted. The explanted lead will not be returned. No additional information was provided.